Event description:
It was reported that following an implant procedure the patients lead was moved and was unable to get left sided coverage. The patient underwent a revision procedure wherein the lead repositioned and the patient was programmed well postoperatively.